Event description:
The customer reported that the system was unable to perform fluoroscopy. This issue will cause the system to be unusable due to the inability to see the live image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage on ps1 power supply was evaluated and adjusted to optimum operating voltage. The system was tested and found to be working as intended and returned to service.